Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a filter did not deploy in the intended location. The target lesion was located in the inferior vena cava (ivc) approximately 2cm in length. A 12 fr stainless steel jugular filter was advanced to the jugular; however, upon releasing five out of the six legs did not expand fully due to the top portion of the filter not releasing from the delivery catheter. The physician then pulled only the delivery catheter; however, the filter also was pulled. In order to release the filter the physician torqued the delivery catheter and the filter then deployed approximately 1cm proximal to the intended location. Top of the filter was deployed above renal artery. All the filter legs were fully opened and securely anchored. The physician determined that the therapeutic results were achieved. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the introducer catheter only was returned for analysis. Blood was noted throughout the entire introducer sheath. Analysis of the returned introducer catheter revealed the paper safety sleeve was removed; around the handle of the introducer catheter and that the trigger (thumb switch) had been unlocked and moved down the deployment track. The trigger was then placed back in a locked position. The length of the introducer sheath was measured within specification. A microscopic examination was carried out on the introducer carrier and no issues were noted. During product analysis of the returned introducer sheath, a test filter was placed in the returned introducer carrier. No issues were noted during the insertion of the test filter. The thumb switch on the handle of the introducer sheath was then released. The filter released from the introducer capsule without any issue. This indicates no issue with the carrier capsule. It is probable that the anatomy of the patient caused difficulty with the placement and releasing of the filter during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a filter did not deploy in the intended location. The target lesion was located in the inferior vena cava(ivc) approximately 2cm in length. A 12 fr stainless steel jugular filter was advanced to the jugular; however, upon releasing five out of the six legs did not expand fully due to the top portion of the filter not releasing from the delivery catheter. The physician then pulled only the delivery catheter; however, the filter also was pulled. In order to release the filter the physician torqued the delivery catheter and the filter then deployed approximately 1cm proximal to the intended location. Top of the filter was deployed above renal artery. All the filter legs were fully opened and securely anchored. The physician determined that the therapeutic results were achieved. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)